Manufacturer narrative:
It has been reported by an attorney that the patient underwent release of transvaginal tape sling on (B)(6) 2008.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2009 and mesh and boston scientific advantage transvaginal mid-urethral sling were implanted. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse with a cystocele, an enterocele and incontinence on (B)(6) 2006 and mesh was implanted. The patient underwent the concurrent procedure of boston scientific advantage transvaginal mid-urethral sling implantation during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced infection and urinary problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent release of transvaginal tape sling and cystoscopy on (B)(6) 2008 due to voiding dysfunction after transvaginal tape sling. The patient also underwent repeat of tension free tape, cystoscopy and suprapubic catheter placement on (B)(6) 2009 due to recurrent stress incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.